Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the reservoir was leaking and her blood glucose is very high. No blood glucose reading was reported. The customer stated that her insulin pump was leaking and her pocket was all wet with insulin. Advised customer to change the infusion set to troubleshoot for leaks. Advised customer also to go to the nearest emergency or urgent care facility if needed.